Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported with the trial case that when the impedance was higher than 2,500 ohms using 8 contact trial lead, the patient did not feel any stimulation or very high stimulation of 8v to have the tingling feeling. For the lateral view it looked okay and at a good position. The rep further reported that the troubleshooting performed was an x-ray of lateral view to check position, and found the lead was more anterior. Action taken was removed the lead and repositioned. The patient was okay during the trial period. If additional information is received, a follow up report will be sent.